Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that therapy turned off on its own, after agent asked more clarifying questions, patient was not sure if therapy was initially turned on since his first programming session wasn't until tomorrow. Agent advised him to contact his doctor to inquire is therapy was ever turned on. Patient then said they tried something yesterday and came across an error message that said not to turn therapy off because it could put them in great danger. After agent asked more clarifying questions, the patient was reading this from their handbook and got concerned, an error message was not received on any external device stating this. The patient was redirected to their healthcare provider to further address the issue. Patient called to review devices but his handset was depleted. Patient will call back once it is charged.